Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated for the peritonitis with cefazolin 2g/day and gentamycin 80mg/day intraperitoneally (ip) for two weeks. The patient then began treatment with vancomycin 1g/day and amikacin 300 mg/day ip for nine days. The patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1964. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain and cloudy pd fluids. Treatment was not reported. The cause of peritonitis was reported as being due to a poor environment. At the time of this report, the patient had not recovered from peritonitis. Pd therapy was ongoing. No additional information is available.